Event description:
It was reported that during routine follow-up of an asymptomatic patient, a discrepancy was seen on the right ventricular lead between stored data and real-time data. X-ray imaging revealed that the lead had dislodged. No intervention or patient symptoms have been reported.

Event description:
New information noted that the patient had been in a car accident prior to the observed lead dislodgement. There was a loss of both capture and sensing on the lead. The patient was asymptomatic. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.